Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the patient¿s reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119 warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
Patient¿s father reported that his son was hospitalized due to elevated blood glucose (bg) levels and diagnosed with diabetic ketoacidosis (dka). Patient¿s bg levels had exceeded 30 mmol/l (540 mg/dl) after wearing the pod between 4 and 24 hours on the abdomen. In addition, the patient¿s ketones were reported to be very high. Patient¿s father could not remember when the exact date of occurrence was. The patient was transported to the hospital via ambulance, and then spent 4 to 5 hours in the emergency room (ER). He was then transported to another hospital where he was admitted into the intensive care unit (ICU). Patient was feeling ill and was reportedly vomiting for several hours. His father stated that he went approximately 24 hours with no movement in bg levels, and with no food or fluids. The patient could not hold any fluids down. As treatment, the patient was put on intravenous therapy. There was nothing unusual noted with the cannula after the pod was removed. It was reported that the scent of insulin was smelled on the patient¿s skin. Blood was observed on the adhesive and at the site of the pod. No further information was provided.